Event description:
Customer reported that t: slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer tried several troubleshooting steps, including using a different charging cable, which resolved the issue. Technical support informed the customer about using third-party charging supplies and arranged to send a replacement tandem charging cable. Pump began charging successfully, requiring no further assistance.